Manufacturer narrative:
(B)(4). G2: norway. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 3 months post-op implantation, the patient was revised due to implant fracture. Attempts have been made and all available information has been provided.